Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and initial approach of initial surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications/ concomitant procedures? Product code and lot number? Was any deficiency or anomaly of the mesh observed prior or during the initial surgery? If yes, please describe it. Onset date/time of the rif pain from initial surgery? What medical intervention was given for the pain management? Results? Please specify what ¿tape division¿ means. When did the ¿tape division ¿occur? Date, indication and results of steroid injection? Date, indication and surgical findings of the right side tape removal along with right tube and ovary? What is physician¿s opinion as to the etiology of or contributing factors to these events (tape division, rif pain and right side tape removal)? What is the patient's current status? Was rif pain resolved? Adverse event regarding previous tape division and steroid injection was submitted via 2210968-2020-02941. Adverse event regarding right side of mesh, right tube and ovary removal was submitted.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced right iliac fossa pain since the implant and tape division along with steroid injection was performed. It was also reported that the right side of mesh was removed along with right tube and ovary. Additional information has been requested.